Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows the hub of the connector assembly, the threaded compression fitting/cap, and the compression sleeve. The customer also returned one, opened nextstep retrograde chronic hemodialysis kit including the tunneling instrument, connector assembly, compression fitting, and compression sleeve for analysis. Signs of use were observed within the threaded compression fitting/cap. Visual analysis of the threaded compression fitting/cap and connector assembly hub did not reveal any signs of "missing" threads as reported by the customer. No defects or anomalies were observed on the compression sleeve. The threaded compression fitting/cap and compression sleeve were assembled onto the connector assembly per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside. Thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly." The threaded compression fitting/cap and compression sleeve assembled onto the connector assembly hub as intended. No threads were visible after assembly. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "precaution: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The complaint of the threaded compression fitting/cap not connecting to the connector assembly was not able to be confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any "missing threads" from either the threaded compression fitting/cap nor connector assembly hub. Functional testing of the threaded compression fitting/cap and compression sleeve verified the components assembled as intended. Based on the customer report and sample received, no problem was found on the returned device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "doctor states that the hub in the set would not screw onto the catheter once tunnelling was completed and they were attaching the hubs. Collar was used." The device was not removed or replaced the catheter was left in situ. Another hubset was used to complete the procedure. There was no medical intervention needed. The patient's current condition is reported as "fine".

Event description:
It was reported "doctor states that the hub in the set would not screw onto the catheter once tunnelling was completed and they were attaching the hubs. Collar was used." The device was not removed or replaced the catheter was left in situ. Another hubset was used to complete the procedure. There was no medical intervention needed. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).